Manufacturer narrative:
Expiration date: unk, no serial number reported. Implant date:unk. Device manufacturing date unk, no serial number reported. Claim#:(B)(4).

Event description:
The reporter indicated that his patient has a very high vault in the right eye (od), lens remains implanted. The reporter stated " I used caliper meausrements as my primary method for sizing. My caliper measurements were consistently oversizing." Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.